Event description:
It was reported that the patient was experiencing pain from using the bone healing system (bhs). The patient got the bhs for her left femur. The patient stated that she experienced a throbbing pain in her right frontal lobe. After thirty minutes, the throbbing was in her cheekbone and then went down her left leg. The patient reached out to her doctor and was advised to break up her treatment time into 4 hour increments. The patient was not able to wear the unit for four hours straight due to the pain. The patient uses the bhs for a couple hours each day. The doctor provided a script to switch the patient to a different device for treatment. It was reported that no further information is available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for evaluation. Evaluation of the returned product indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported event. No failure and/or fault condition was found or confirmed. The device history record was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added . D10: device availability added . G4: date received by manufacturer added. G7: type of report. H2: follow up types . H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added . H6: method code updated to 10: testing of actual/suspected device h6: method code updated to 3331: analysis of production records h6: results code updated to 213: no device problem found h6: conclusions code updated to 4315: cause not established h10: additional narratives/data

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Concomitant medical product: left hip cephalomedullary nail . Therapy date: (B)(6) 2019. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain from using the bone healing system (bhs). The patient got the bhs for her left femur. The patient stated that she experienced a throbbing pain in her right frontal lobe. After thirty minutes, the throbbing was in her cheekbone and then went down her left leg. The patient reached out to her doctor and was advised to break up her treatment time into 4 hour increments. The patient was not able to wear the unit for four hours straight due to the pain. The patient uses the bhs for a couple hours each day. The doctor provided a script to switch the patient to a different device for treatment. No additional patient consequences were reported.